Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic and diaphragmatic stimulation on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.